Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue or sample issue.

Event description:
Consumer reported complaint for e-5 and lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 140 to 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 261 and lo using true result. The test strip lot manufacturer's expiration date is 03/20/2019 and open vial date is 07/30/2016. The meter memory was reviewed for previous test result history: (B)(6). Customer has not changed anything in the daily activities such as diet, exercise, or medication.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer reported complaint for e-5 and lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 140 to 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 261 and lo using true result. The test strip lot manufacturer's expiration date is 03/20/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer has not changed anything in the daily activities such as diet, exercise, or medication.